Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had an automatic inflation failure. There was no personal injury reported.

Manufacturer narrative:
Updated fields - b4, d9, e1(event site postal code - (B)(6)), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10. A getinge field service engineer (fse) evaluated the unit and replaced suction filter to resolve the issue. Fse states that tests became normal after the replacement of suction filter. Machine was then released to clinical use.